Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1s52k, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the ins explanted because it was not working, but they still had the lead implanted. The patient said they were told by the healthcare provider that when they removed the ins they tried to remove the lead too, but it disintegrated and they couldn't pull it out. The lead remained implanted.